Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer inspected the system on site and confirmed that the user was not able to store images despite deleting all studies. Analysis of the system log files showed a malfunction of the frontal image processing pc (ippc). Fse formatted and recreated the patient image database, which temporarily resolved the issue. The same issue reoccurred after a few days. When fse replaced the image storage disk and reloaded ippc software, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the images are not saved due to the hard disk being full, preventing imaging. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.